Event description:
Surgeon had trouble fully seating im rod due to severe anterior bowed femur. Upon removing rod for the 2nd time, surgeon noticed a piece of it missing. With xray, surgeon was able to determine a piece of rod still in the patient's femur, however no fractures were seen. Surgeon decided not to remove rod for patient's safety.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this reported event was not returned. The initial reporting stated x-rays were not available for review. A search of the complaint database found additional reports of fractured sp2 im rods. The investigation could not draw any conclusions about the current reported event without the instrument to examine and lack of additional investigational inputs. The reported patient "severe anterior bowed femur" is a possible contributing factor. (B)(4) was previously initiated to identify root cause and corrective actions. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.